Manufacturer narrative:
Following the reported event, a steris service technician inspected the 4095 surgical table and observed damage to the column shroud covers. Damage to the column shroud covers is indicative of the table coming into contact with items that are being stored on the base of the table by user facility personnel. The operator manual states, "warning - personal injury and/or equipment damage hazard - do not store items on surgical table base. Doing so may result in equipment damage or inadvertent tabletop movement placing the patient and/or user at risk of injury." A warning label is also applied to the table base cover that states, "warning - do not store items on base. Personal injury hazard/equipment damage. Storing items on table base may result in equipment damage causing inadvertent tabletop movement placing the patient and/or user at risk of personal injury. Do not step on or store items on base!" The technician replaced the column shroud covers, tested the function and operation of the table and returned it to service. Steris offered in-service training on the proper use and operation for the 4095 surgical table and the importance of not storing items on the table base however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 4095 surgical table would not lower in height when commanded. User facility personnel elected to continue the procedure which was completed successfully. No report of injury.